Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02392. It was reported one of the patient's leads migrated. Surgical intervention was undertaken during which the lead was explanted and replaced. It is unknown which lead was cut, as such both leads are being reported.